Manufacturer narrative:
There was no button error alarm noted. The pump was received with an intermittent button response due to the corroded keypad traces. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window. There was no unexpected numbers scrolling noted.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's current blood glucose is 112 mg/dl. Customer stated that last night the up arrow button was just scrolling and the only way to make it stop was to remove the battery. Customer was just using the down arrow button. Customer stated that the up arrow button was still not working this morning. Customer stated that none of the keys are responding. Customer stated that she thinks that it was caused because the pump was hot from being close to her body. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.